Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  On 02/01/2017 a medtronic representative, following-up at the site, reported that the screw was displaced due to the patient¿s cortical bone. The surgeon attempted to place the screw two times, however, the screw could not be placed straight. The amount of displacement was approximately 2 millimeters. On 02/14/2017 software investigation completed. Findings are that this event not a software issue. Site representative reported that the screw was displaced due to the patient¿s cortical bone. Software is functioning as designed. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a spine procedure, using synergy spine is 2.1.0, the c7 screw was displaced on the left side of c7. Due to severe ossification, the screw was re-positioned, however, it was dislodged on the same route. The procedure was continued with no screw on the left c7 region. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. Noted was that no product will be returned as the event was not caused by a product anomaly. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.